Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings:a review of the black box showed multiple call service 078 alarms had occurred on (B)(4) 2014. The pump alarmed with a call service 078 upon the first rewind attempt. Additional testing could not be completed due to the alarm. The pump¿s cover was removed and there was evidence of moisture found on the motor flex connector on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.